Event description:
Complainant alleged that during functional testing the device was unable to complete boot-sequence. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corp. The malfunction was verified and attributed to the main board. The main board was replaced to remedy the problem. Analysis for reports of this type has not identified an increase in trend.